Manufacturer narrative:
The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
A hemodialysis inpatient user facility has reported that during treatment a blood leak occurred. Contact stated that the combi set has a small hole causing blood loss. The machine alarmed. Nurse was unable to estimate blood loss. Blood loss is estimated to be about a circuit of blood which is approximately 300ccs. Contact stated that the patient was fine; no adverse effects. Sample is not available.